Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis visually, there was no damage or abnormality in the construction of the device. There were no traces of contamination, scratches or striation noted on the device. The diamond tip and irrigation port (bend was intact) were free of damage, and inner hub seal was intact when returned. Functionally, inner assembly spun freely by a hand with no binding. The bur was securely seated into the handpiece and ran up to 12,000rpm. The bur was wobbling somewhere up to 6,000rpm and after that speed, the wobbling disappeared. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-op, the blade wobbled when putting rounds into the handpiece. The procedure has been completed with another blade. There was no patient involvement.